Manufacturer narrative:
Major bleed/ asae: the cause of the bleed was not determined due to insufficient clinical details. Pd-any device-(separation, break): the cause of the product damage was not determined due to insufficient clinical details.

Manufacturer narrative:
B5: updated the clinical review h6: added code a24 based on a review of the complaint file. This impella introducer device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Event description:
Updated clinician narrative an impella cp was inserted via the right femoral artery in a 68-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient was classified as scai stage b. No past medical history was reported. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support. During the procedure, it was reported that the peel-away sheath fractured during exchange for a repositioning sheath, resulting in access-site bleeding. After advancement of the repositioning sheath, the affected lower extremity became cold, and distal pedal pulses were not detectable by doppler ultrasound. The field representative responded that the bleeding resolved and once device was explant, physician successfully preclosed times two, and the foot regained doppler pulses. The field representative also responded that this was a result of improper technique during sheath exchange. The reported patient experience included major bleed related to the introducer, device repositioning involving the pump, and subsequent ischemia. Due to concern for limb ischemia, a clinical decision was made to explant the device, and medical device removal was performed. Based on the available information, the reported events were consistent with vascular access and procedural factors associated with large-bore arterial access and sheath exchange. The patient survived.

Event description:
An impella cp was inserted via the right femoral artery in a 68-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient was classified as scai stage b. No past medical history was reported. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support. During the procedure, it was reported that the peel-away sheath fractured during exchange for a repositioning sheath, resulting in access-site bleeding. After advancement of the repositioning sheath, the affected lower extremity became cold, and distal pedal pulses were not detectable by doppler ultrasound. The reported patient experience included major bleed related to the introducer, device repositioning involving the pump, and subsequent ischemia. Due to concern for limb ischemia, a clinical decision was made to explant the device, and medical device removal was performed. Based on the available information, the reported events were consistent with vascular access and procedural factors associated with large-bore arterial access and sheath exchange. The patient survived. This introducer report is one of two devices associated with the event. Another report is in process for the impella cp.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 updated with additional information.

Event description:
It was reported that the bleeding did resolve. Once device was explant, physician successfully preclosed x2. Also to note, this was a result of improper technique during sheath exchange.